Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the day of the event. The hypoglycemia was preceded by a period of prolonged hyperglycemia (~18 hours above range). The hyperglycemia began after a cartridge and infusion set change and was likely due to a failed infusion set. The hyperglycemia began to resolve following the second cartridge and infusion set change 12 hours after the first one, approximately 7 hours after receiving the initial high glucose alert. Throughout the event, the ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hyperglycemic period caused by a failed infusion set likely caused this hypoglycemic event, as the ilet increased aggressiveness and insulin dosing in response to the prolonged hyperglycemia. The prolonged hyperglycemia could have been avoided if the user followed the ketone action plan and replaced their infusion set earlier. Having the low glucose alert turned off, and not acknowledging any alerts from the device likely contributed to the severity of the event.

Event description:
On 6/7/24 an ilet user reported experiencing a low blood glucose (bg) event resulting in hospitalization. The event occurred on 6/6/24. The user was unconscious, and their son called an ambulance. The user's bg was 47 mg/dl, and they did not hear any low bg alarms. The user is unsure of the exact time the ambulance arrived or the treatment provided initially, as they woke up in the hospital the following day. The user is about to be released from the hospital on (B)(6) 2024 and plans to resume using the ilet at home, as they ran out of insulin during the hospitalization.